Event description:
This event is being reported as part of "a (B)(4) study evaluating. The outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft "tissue reconstruction". Subject received integra, and wound debridement on (B)(6) 2011. The subject's wound, which was on the left distal foot, had a surgical etiology. The wound's approximate measurement was 5cm length x 4cm width. On (B)(6) 2012, the subject was readmitted with an adverse event of an infection. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The actions taken were local wound care, and then home on po antibiotic (unspecified). The event was deemed resolved on (B)(6) 2012 when subject was readmitted for below knee amputation (bka). No add'l f/u records are available.

Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.